Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced ¿pain, burning sensation and lumps on left side of the bottom lip¿ 3 days after they were injected in the lips with juvéderm vollure¿ xc. Patient was treated with nystatin-triamcinolone. Approximately 2 months later, patient stated they still experiencing burning with discomfort post injections and has been seen by "three doctors." One doctor said that patient "has an infection" and prescribed prednisone. The symptoms are ongoing.